Event description:
It was reported that during an unspecified procedure while injecting contrast media the rotating hemostasis valve (rhv) broke. There was no reported consequence to the patient. The device was removed and a different rhv was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of an issue/observation caused by or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.